Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, while the users were in the process of crushing a biliary stone, the wire of the referenced device broke at the handle portion. The biliary stone reportedly could not be freed from the basket and the users reportedly resorted to the sohendra lithotriptor. The basket was said to have been successfully removed from the pt. The biliary stones were reportedly retained in the common bile duct as seen by fluoroscopy. The procedure was said to have been concluded with the replacement of an unidentified stent. The user facility reported that there was no apparent injury noted during the endoscopic inspection and no bleeding was observed. The user facility reported that a f/u was performed 24 hours following the procedure with no adverse effects reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.